Event description:
Pt was revised due to troch nail going through femoral head and sticking into the acetabulum (right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.